Event description:
It was reported that as of 2015 (B)(6), the patient was having discomfort and pain around the pump and the catheter with a possible infection. The patient¿s pump had last been filled approximately 2 weeks prior to the report and started to hurt a week later in the pump pocket site area. The doctor looked at the site and said that everything looked ok but the patient was super sensitive around the pump. The patient was given antibiotics and the doctor was to look at the patient the following week. On 2015 (B)(6), the patient was given magnetic resonance imaging (MRI) to rule out a peritoneal abscess around the pump pocket area. The patient was seen on 2015 (B)(6) for post MRI pump check. The patient was admitted to the hospital at this time secondary to abdominal pain and distention. The patient had been given intravenous (IV) antibiotics. The hospitalist came in and no one knew what was causing the symptoms. The patient was very tender and sensitive to palpation of the abdomen. The patient was not verbal and the wife did not express a ny concerns related to the therapy as far as tone or spasticity. A computed tomography (CT) scan was also taken and showed no fluid around the pump site or catheter tract. The patient was afebrile, white blood cell (wbc) count was normal, no redness at pocket or catheter site, incisions were clean and well healed. There were no signs of infection at this time or any problems of note with exception of swollen, tender and painful abdomen with tenderness that followed from the pump to the catheter insertion site. At this time, the patient was scheduled for pump and catheter explant. The pump and catheter were explanted on 2015 (B)(6) and there were no signs of infection. Per the doctor, it was unclear if an infection was present. The patient did not have meningitis. Cultures were unclear. Prior to device implant, the patient had risk factors of malnutrition or extremely thin, and decubitus ulcer. Patient outcome following device system explant was not provided. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8785, lot# n501836, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 8782, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).